Event description:
A malfunction alarm was reported, indicated by malfunction code 16. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, but the issue persisted. Consequently, technical support decided to replace the pump and advised the customer to use an alternate insulin delivery method, mdi, while waiting for the replacement. The customer was informed about the warranty coverage and the need to return the faulty pump within 10 days using the provided materials.